Manufacturer narrative:
H6: ec methods code desc. - 5: communication/interviews (4111). Description of event: as reported, during a balloon angioplasty procedure, a flexor high-flex ansel guiding sheath unraveled upon removal of the device from the patient. It is believed that the dilator was not in the sheath at the time of removal. The patient's vessels were calcified. Investigation ¿ evaluation a visual inspection and dimensional verification of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, drawings, the instructions for use, interview of personnel, manufacturing instructions, quality control data, and specifications. The complainant returned one kcfw-6.0-35-55-rb-hfanl0-hc used to cook for investigation. Physical examination of the returned device showed: one used 6fr kcfw received with the sheath material separated and coils exposed. The device was received with the dilator inserted. Separation occurred at 8.2cm from the distal tip. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows one other complaint associated with the complaint device lot. This complaint was reported by the same customer for a similar issue. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal. Instructions for use sheath introduction. 1. If the device has hydrophilic coating, activate the coating by wetting the outer surface of the device with heparinized saline. Note: for best results, maintain wetted condition of device during placement. How supplied upon removal from package, inspect the product to ensure no damage has occurred. A CAPA have been open and are ongoing in reaction to this issue. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the provided evidence and the completed investigation, cook has concluded bond separation contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Occupation: lab manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a balloon angioplasty procedure, a flexor high-flex ansel guiding sheath unraveled upon removal of the device from the patient. It is believed that the dilator was not in the sheath at the time of removal. The patient's vessels were calcified. Upon return and initial evaluation of the device, the sheath material was separated and the coils were exposed. The device was received with the dilator inserted. Additional information has been requested, but is not available at this time.